Manufacturer narrative:
Result: brake crank assembly.

Event description:
It was reported by service report that the bed's brakes would not engage from either pedal. The service report notes do not indicate if there was pt involvement or adverse consequences reported.